Manufacturer narrative:
(B)(4) - (test result), (no consequences or impact to patient ). (B)(4) - (incorrect or inadequate test result). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
A review of the data submitted by the customer showed that the wbc and differential results were anomalous considering the results observed for rbc and plt. No flags or alerts were observed. The customer was referred to the cell-dyn sapphire operators manual. The manual states that errors can occur due to potential operator errors and cell-dyn sapphire system technology limitations. Results obtained on the cell-dyn sapphire should be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data should be considered for patient care management. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. In addition, if the problem is occurring with only one specimen, it can be caused by an interfering substance or condition associated with that specimen. Based on the event details and investigation, no product deficiency or malfunction were identified with the cell-dyn sapphire instrument.

Event description:
The customer is questioning one patient sample generated discrepant wbc results on the cell-dyn sapphire analyzer. A result of 0.04 k/ul was repeated at 13.9 k/ul with correct differential. The suspect result was not reported out and no impact to patient management was reported.